Manufacturer narrative:
Block h6: imdrf impact code f05 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results: the returned autotome rx 44 was analyzed, and a visual inspection found no damages to the device. Functional test was performed using a spare guidewire to perform advancing test, the guidewire could advance through the entire working length without any problems. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of difficult to advance guidewire was unable to be confirmed. The results of the analysis performed on the returned device determined that the device did not have any visual damages, the device was submitted to a functional test and the guidewire could advance through the entire length without any problems, the device returned did not show evidence of the alleged problem or any defect that could have contributed to the event reported. The investigation findings and all information available concludes the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event. Additional information received on september 25, 2025. It was reported that there only seven complaints in total (two jagtomes, one cannula, two dreamwires and two autotomes).

Manufacturer narrative:
Block h2 (correction): block h6 (impact codes) and block h11 (investigation results) have been corrected. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results the returned autotome rx 44 was analyzed, and a visual inspection found no damages to the device. Functional test was performed using a spare guidewire to perform advancing test, the guidewire could advance through the entire working length without any problems. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of difficult to advance guidewire was unable to be confirmed. The results of the analysis performed on the returned device determined that the device did not have any visual damages, the device was submitted to a functional test and the guidewire could advance through the entire length without any problems, the device returned did not show evidence of the alleged problem or any defect that could have contributed to the event reported. On the other hand, the reported event of cancelled/rescheduled - post sedation/sedation unknown was confirmed, it was mentioned that the patient's treatment was cancelled due to the problem encountered during the procedure, also, was re-scheduled. The investigation findings and all information available concludes the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event. ***additional information received on september 25, 2025*** it was reported that there only seven complaints in total (two jagtomes, one cannula, two dreamwires and two autotomes).

Manufacturer narrative:
Block h6: imdrf impact code f05 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H2. (Additional information): b5 (describe event or problem) has been updated. H6: imdrf impact code f05 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event. Additional information received on september 25, 2025: it was reported that there only seven complaints in total (two jagtomes, one cannula, two dreamwires and two autotomes).